Event description:
The pt had a hernia repair in 2004 and permacol was implanted. During the initial procedure, the skin was dissected to demonstrate the hernia and it was established that the muscle/fascia was too weak to be brought to the midline. Permacol was placed in the wound and sutured to the edges behind the fascial defect. A year after the repair the hernia began to bulge. This became progressively worse and the pt had a second procedure to repair the recurrent hernia in 2005.